Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the thrombus, requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) (lot: 80406u162) was inserted into the anatomy when a clot was noted on the tip of the clip. It was decided to remove this cds and aspirate as much as possible to be sure that there were not any blood clots. The cds was discarded. Another cds was advanced and the leaflets grasped; however, the pressure gradient increased to 13mmhg. The clip was repositioned, but the gradient was unable to decrease. The cds was removed and the procedure was aborted. The mr remained at 4 and the gradient returned to baseline. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on this information, the reported patient effect of thrombosis appears to be related due to patient challenging anatomy/morphology/pathology. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.